Manufacturer narrative:
The agent reported, general instability. Complaint has been evaluated and is similar to report number 1644408-2025-00695; 431-32-708, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to instability.